Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with damaged battery was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries were replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90. A labeling review was performed and it was found upon review of the operator's manual, sufficient instructions exist for the user to follow to prevent this problem. From the event history log it was identified that the pump was not charged for 12 hours after battery low/battery depleted set occurred which goes against the instructions given in the manual indicating a user error. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Initial date received by manufacturer was reported incorrectly; it should have been 06/01/2011.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "damaged battery." This condition had the potential to cause an interruption of delivery. This event occurred during power up. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available.